Event description:
Medwatch form was forwarded from FDA. "Reaction to latex gloves on more than one occasion. Event on 6/27/96 required treatment in ER. Rash with severe itching following the wearing of latex gloves. Rash on hands, arms, abdomen. Facial flushing, edema of hand, difficulty breathing. Sent to dermatologist/allergist. Glove test-positive, scratch test-negative, intradermal test-quite positive at 4+ level.